Event description:
It was reported that impedances were high intra-operatively. It was noted that the impedances were tested while the implantable neurostimulator (ins) was outside the patient¿s body. The caller asked the healthcare professional (hcp) to wipe down the lead and re-insert it. It was noted that the impedances stayed high or out of range. It was reviewed with the caller that testing outside the pocket would lead to out of range impedances. The caller stated that the impedances did not become lower when they tested them after the patient was in recovery. The patient could not feel stimulation until the implantable neurostimulator (ins) was at 6v and then felt it ¿suddenly.¿ it was noted that the patient had nerve blocks prior to replacement. It was noted the nerve blocks may be affecting the perception of stimulation. It was reviewed with the caller that it may be best to wait to see how patient perceived stimulation once the nerve blocked faded and if the impedances came down later. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported high impedances resolved when the patient returned a week later for a follow up. Impedance testing was performed and within the proper range. No cause of the high impedance was reportedly determined. The patient was reportedly receiving good coverage and effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v118062, implanted: (B)(6) 2012, product type: lead. Product ID: 37082-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4). Information is provided in the future, a supplemental report will be issued.